Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The customer identified the foreign material as residual tissue adhesive. There was a delay to pre-cleaning. The instrument/suction channel was aspirated with water. The customer stated there were no abnormalities in the accessories used for reprocessing. The customer immersed the endoscope in detergent solution. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and suction cylinder were brushed. There were no other concerns with reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: 7.3 precleaning [warning] if the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately after each procedure. These steps are to be performed when the suction pump is still connected to the endoscope. During precleaning, wear appropriate personal protective equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited tissue adhesive blockage in the forceps channel. The event occurred during maintenance. There were no reports of patient involvement.